Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, this ranger device was examined. A visual examination identified that the balloon was not folded, indicating it was subjected to positive pressure, and showed a complete circumferential tear approximately 20mm proximal of the distal markerband. The tip was undamaged, but the shaft was kinked in multiple places and separated approximately 650mm from the proximal balloon bond, with evidence of cutting by a sharp instrument. The proximal section was not returned; both markerbands remained intact on the shaft. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy and/or condition.

Event description:
It was reported that the device was unable to be removed, requiring surgical intervention. This 3.5mm x 100mm, 150cm ranger paclitaxel-coated pta balloon catheter was used during a drug coated balloon dilatation procedure to treat a 100% occluded, moderately calcified, moderately tortuous target vessel. During the procedure, the physician deflated the balloon; however, was unable to remove it. An additional cut down surgery was required to remove the balloon. There were no patient complications as a result of this event and the patient fully recovered. It was further reported that the target lesion was located within the trifurcation.

Event description:
It was reported that the device was unable to be removed, requiring surgical intervention. This 3.5mm x 100mm, 150cm ranger paclitaxel-coated pta balloon catheter was used during a drug coated balloon dilatation procedure to treat a 100% occluded, moderately calcified, moderately tortuous target vessel. During the procedure, the physician deflated the balloon; however, was unable to remove it. An additional cut down surgery was required to remove the balloon. There were no patient complications as a result of this event and the patient fully recovered.

Event description:
It was reported that the device was unable to be removed, requiring surgical intervention. This 3.5mm x 100mm, 150cm ranger paclitaxel-coated pta balloon catheter was used during a drug coated balloon dilatation procedure to treat a 100% occluded, moderately calcified, moderately tortuous target vessel. During the procedure, the physician deflated the balloon; however, was unable to remove it. An additional cut down surgery was required to remove the balloon. There were no patient complications as a result of this event and the patient fully recovered. It was further reported that the target lesion was located within the trifurcation.